Event description:
Information received by medtronic indicated that the customer reported scratches on the screen, impaired visibility of screen, diminished battery, buttons less responsive, random no delivery alarms, multiple rewinds that were slow and loud. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms, unexpected battery alerts, priming anomalies, or rewind anomalies were noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No insulin flow blocked alarms were found in the history files or traces on or near the event date. The pump was cut open and found evidence of moisture damage on pcba 1, pcba 2, and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, scratched case, label damage (peeling, stained), corroded battery tube, minor scratched lcd window. In summary, insulin flow blocked alarm during unknown timing, prime anomaly, and rewind anomaly were not confirmed during testing. Pump passed the full functional test. No unexpected insulin flow blocked alarms noted in pump history download. Exposed to moisture confirmed on pcba 1, pcba 2, and force sensor. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Charge/battery lasts less than expected not confirmed during testing or in the history files. Cosmetic damage was confirmed at the lcd window during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.